Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she went to the emergency room for a high blood glucose level on (B)(6) 2015. Customer's blood glucose level was 687 mg/dl. The infusion set was crimped. The customer went into a diabetic ketoacidosis. She was wearing the insulin pump at the time of the emergency room visit. The customer was throwing up all day. The device was not returned.